Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample revealed that only surface residuals (particles and fibers) were observed on lens. The lens condition is consistent of a lens that was being handled and prepared for surgical use. There were no manufacturing related defects found on the intraocular lens. The reported complaint was not confirmed. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions for the proper use and handling of the device. The manufacturing record review was performed. The devices were manufactured within specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to the reported complaint. The units were released according specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling of the intraocular lens (iol), the lens appeared to be slick and there was folding issues. There was no patient contact with the suspect lens.